Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the ipg was no longer functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.